Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying)? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? Please provide the procedure date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic abdominal procedure on an unknown date in 2021 and suture was used. During the procedure, the suture got detached from the needle three times. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/13/2021. Additional h6 component code: g07002 ¿ device not returned. Additional information was requested, and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Passing through tissue. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Unknown. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.